Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, activity level, or trauma would cause the surgeon to expect early failure of the system. Postoperative revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of revision on the right shoulder joint devices is most likely related to over activity, a fall, and patient underlying conditions to include age and previous shoulder maladies. This device is used for treatment, not diagnosis.

Event description:
The patient was "mopping" and it is unclear if the shoulder was dislocated with that or with a fall that the patient suffered. No additional information provided. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00235, 1038671-2017-00236, 1038671-2017-00238 and 1038671-2017-00239

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of right shoulder components due to dislocation. It is unknown whether the patient fell before or after dislocating. This event report was received through clinical data collection activities.